Event description:
Post market surveillance review. Literature article: preliminary results of the effect of prophylactic vertebroplasty on the incidence of proximal junctional complications after posterior spinal fusion to the low thoracic spine (martin, c.) Publication date jan 2013. N=2; partial removal of instrumentation for pain. The following mfg medwatch reports are being filed for the two events involving partial removal of instrumentation for pain: 1526439-2014-12001. 1526439-2014-12002.

Manufacturer narrative:
The screw was not returned for evaluation. A review of the device history record could not be conducted as the product code and lot number are unknown. A 12-month review of the complaint trend analysis could not be conducted on as the product codes are unknown. As such, a subsequent event description search on post market surveillance literature associated with partial removal of instrumentation for pain was performed. The search indicated that there were no reported complaints other than this one for issues of this nature. Without the device for evaluation, the root cause cannot be determined. No corrective action/preventive action is necessary at this time as there were no product failure is indicated in this complaint file and no systematic trend has been identified. Therefore, this complaint file will closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.